Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4), pertain to product ID: 97715, serial# (B)(4), product type: spinal-cord stimulator. (B)(4) pertain to product ID: 977a260, serial# (B)(4), product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had multiple falls and had pain at the implantable pulse generator (ipg) site. The physician confirmed there was movement in the pocket. It was noted that the event was possibly related to the device or therapy, and possibly related to the implant procedure. Interventions taken included repositioning the neurostimulator. During the repositioning surgery, it was noted that electrode 2 had no/low impedance, which was noted to be possibly related to the device or therapy and unlikely related to the implant procedure. No actions were taken. It was noted that the event resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient started using the stimulator again and their pain level was 3. It was noted that the event was unlikely related to the device or therapy. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was still having pain over the implant site at a follow-up visit on (B)(6) 2018, and the patient over the implant was a level 5 with no other pain on a follow-up visit on 8/29/18. It was noted that the site was still hurting post reposition, but the implant was not moving around anymore. Interventions taken included suspending the therapy as of (B)(6) 2018 and resuming the therapy as of (B)(6) 2018. It was noted that the event was ongoing. No further complications were reported/anticipated.